Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material #: 11532269 and batch/lot #: 21016255. Type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient line for tpn aads was found to be leaking at the filter. Writer unable to find source of leak, but filter wet with aads. Line changed immediately who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
H6: investigation summary: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's lower air vent membrane was wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from both filter vents. The customer's complaint of tpn aads found leaking at the filter was verified. A device history record review for model 11532269 lot number 21016255 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was sent to the filter supplier for additional investigation. Closer inspection of the leak area showed a slight crack on the connector housing of the filters, the crack seen on the filters showed signs of being mechanically damaged during the assembly. The root cause of the observed cracks has been unable to be identified, although the location and appearance of the defect has most likely been caused by misalignment of a housing during the manufacturing process that has caused mechanical damage. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material #: 11532269. Batch/lot #: 21016255. Type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient line for tpn aads was found to be leaking at the filter. Writer unable to find source of leak, but filter wet with aads. Line changed immediately. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time.